Event description:
Vcare, balloon was being tested prior to use and balloon would not inflate. Second item was opened with same lot number and it worked perfectly well. Lot#202312181, exp date 12-17-2025.